Manufacturer narrative:
The patient reported that regarding to her surgeon her knee implant is too wide for her knee. Revision surgery to an alternate knee implant system is planned. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The patient reported that regarding to her surgeon, her knee implant is too wide for her knee. Revision surgery to an alternate knee implant system is planned.